Event description:
It was reported that during an open reduction of the zygomatic-maxillary complex (zmc), as the surgeon was inserting the 3.5mm threaded reduction tool to reduce the fracture, the instrument was stripping the bone and would not hold. The surgeon was able to use a clamp to complete the procedure with no harm to the patient. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and was intact, showing signs of normal use. The product conformed to specifications and was fit for its intended use. Therefore, this complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
A satisfactory outcome after surgery was reported. There was no time delay due to the incident.